Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It was reported that the ¿product was used correctly in surgery, no issues with the product and no post-op problems¿ the patient presented 2 days post¿op to the ER with swelling in the mouth due to lingual swelling, due to collection of fluid, and was started on antibiotics. It was also reported that ¿before shift change she was fine, 20 min after shift change she had passed. The doctor advised that this was not the result of the (B)(4), the death occurred due to a shift change and nobody heard the alarm. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. In conclusion, based on the available information, the root cause of this unfortunate patient¿s death cannot be concluded.

Event description:
It was reported that device was correctly used in surgery, no issues with the product and no post-operative problems were reported. The doctor communicated to the company representative two months after the case that the patient had died. Two days after the surgery, the patient presents to the ER with lingual swelling due to collection of fluid and started her on antibiotics. Before shift change she was fine, 20 min after shift changed, she had passed.